Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Technical support provided education on battery best practices, and the customer was advised to monitor the system and call back if the issue persists.